Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection" and concern with product. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported right side "infection" and concern with textured product. Manufacturer of device is unknown. Device remains implanted.